Event description:
The customer returned the canopy without previously reporting the reason for the return of the product. No patient injury was reported. Inspection shows that the drainage port has a one inch tear at the beginning and at the end of the zipper.

Manufacturer narrative:
Eval results: evaluation of the returned product shows that the front side a drainage port has a one inch tear at the beginning and the end. Backside b the drainage port has a one inch tear at the beginning and the end of the port. There was other damage to the canopy not relevant to this complaint.